Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for head/neck (non-malignant) and spinal pain. It was reported that on (B)(6) 2018, the patient was getting an "antenna alert" and could not charge and had a loss of stimulation. They could not get the recharger nor the programmer to communicate with the ins. The patient had last successfully charged their ins and last felt stimulation around (B)(6) 2018. The patient had tried repositioning the recharger antenna as well as changing the batteries in the programmer without resolve. It was noted the patient had stated they felt like they have had to charge more frequently but the date when the frequent recharging was first noticed could not be obtained due to conflicting information the patient was providing. They were redirected to their doctor to have the ins checked to determine if the ins had gone into over-discharge. No further complications were reported or anticipated. [Omitted information pertaining to over-discharge and frequent charging with previous ins - see pe#(B)(4)].